Manufacturer narrative:
Upon further investigation, the following has been reported per authorized service personnel (asp); the touchscreen issue was discovered during testing in the shop. Therefore MFR report# 2031642-2021-05071 complaint no longer meets reportability requirements. The (asp) reported that the customer refused/declined repair on this unit.

Manufacturer narrative:
Date of report: september 27, 2021. (B)(6)..

Event description:
The customer reported that the touch screen is faulty. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair. Further information is pending.